Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjm485 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported on (B)(6) 2020 the needle was broken at the tip. Did the needle tip broke during the procedure? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. What is the name of the procedure? No further information is available. What is current condition of the patient? No further information is available. What is the reason the procedure and alert date changed? No further information is available. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle tip was broken. There were no adverse patient consequences reported. No additional information was provided.